Manufacturer narrative:
(B)(4). Date sent: 03/24/2020. Additional information was requested, and the following was obtained: could you please provide more details for ¿cdh29a misfired¿? Dr. (B)(6) said that the resident fired the manual stapler. She did not know if the plastic closing handle hit the plastic body of the device. Could you please clarify how long was the delay (hours/minutes)? Unknown, but there was a delay. Was there any change in the procedure due to the extended procedure time? The manual stapler did not fire completely. Was there any patient consequence? Dr. (B)(6) did not explain details regarding the patient outcome and consequences. Dr. (B)(6) stated, ¿we did two full revolutions and the device wouldn¿t come out. I had to individually detect out the staples.¿ was there any change in the post-operative care of the patient due to the event? Dr. (B)(6) did not provide details about the patient post-op.

Manufacturer narrative:
(B)(4). Only event day and year known: 24, 2020. Batch #: unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please provide more details for ¿cdh29a misfired¿? Could you please clarify how long was the delay (hours/minutes)? Was there any change in the procedure due to the extended procedure time? Was there any patient consequence? Was there any change in the post-operative care of the patient due to the event?

Event description:
It was reported that during a gynecological procedure, cdh29a misfired on the colon during debulking on a gyn case. Surgery was delayed due to the reported event. It is unknown how the case was completed. There were unknown patient consequences reported.